Event description:
It was reported that a (B)(6), patient underwent a kyphoplasty procedure at level l1. A cement extravasation in the superior endplate, left side to level l1, was noted. There were no patient complications. No additional information was reported.

Manufacturer narrative:
Method - device not returned, follow up with representative.